Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00386.

Event description:
As reported by the field, during an endovascular embolization, a 0.014-inch unspecified guidewire and a prowler select plus 150/5cm microcatheter (606s255x, 31093252) were delivered to the lesion, and the guidewire became impeded at 2/3 of the microcatheter (mc) and could not be advanced any more. Several attempts were made, but it was the same issue. The physician removed the microcatheter and guidewire from the patient for inspection. The physician replaced a new microcatheter, with a prowler select plus 150/5cm microcatheter (606s255x, 31093252). However, the microcatheter became impeded at c6-c7 section of internal carotid artery of the patient and could not be advanced any more. After several attempts, the microcatheter still could not be delivered to the target site. The physician removed the microcatheter from the patient and replaced it with a new microcatheter to complete the surgery. The surgery was prolonged about 10 minutes. Additional event information received on 03-apr-2024 indicated that they were not able to torque the devices. There was no evidence of physical material within the devices. No other devices were used successfully with the concomitant device prior to the encountered resistance. There was no difficulty removing the devices from the patient. The 10 minute procedural delay was not clinically significant.

Manufacturer narrative:
Product complaint (B)(4) complaint conclusion: as reported by the field, during an endovascular embolization, a 0.014-inch unspecified guidewire and a prowler select plus 150/5cm microcatheter (606s255x, 31093252) were delivered to the lesion, and the guidewire became impeded at 2/3 of the microcatheter (mc) and could not be advanced any more. Several attempts were made, but it was the same issue. The physician removed the microcatheter and guidewire from the patient for inspection. The physician replaced a new microcatheter, with a prowler select plus 150/5cm microcatheter (606s255x, 31093252). However, the microcatheter became impeded at c6-c7 section of internal carotid artery of the patient and could not be advanced any more. After several attempts, the microcatheter still could not be delivered to the target site. The physician removed the microcatheter from the patient and replaced it with a new microcatheter to complete the surgery. The surgery was prolonged about 10 minutes. Additional event information received on 03-apr-2024 indicated that they were not able to torque the devices. There was no evidence of physical material within the devices. No other devices were used successfully with the concomitant device prior to the encountered resistance. There was no difficulty removing the devices from the patient. The 10 minute procedural delay was not clinically significant. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were observed. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The microcatheter was flushed with a lab syringe, after that a 0.018 inches guidewire was introduces into the device, and it advanced; the guidewire could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. A manufacturing record evaluation was performed for the finished device 31093252 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the microcatheter being impeded at 2/3 of the microcatheter was not confirmed since the device performed as expected. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were identified, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.